Event description:
This lv lead was implanted on (B)(6) 2009 and remains implanted at this time. A call was placed to technical services on 07/01/2016 presenting a noise on lv lead and some on atr shock channel. Lv lead is programmed to sense tip to ring, but verified with medtronic that there is no ring on this lead. No pacing (rv) or tachy decisions made on the lv channel. The physician was dr. (B)(6) . No implanting facility available. No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).